Event description:
It was reported that the device was used during a subtotal gastrectomy. The device performed properly during the procedure. However, four days post op the patient returned with a staple line leak above the angle of hiss. The patient was reoperated and the leak was hand sewn. The patient is doing fine. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.